Event description:
It was reported that the bur was jumping in the attachment during use, while cleaning at the user facility.  No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. The manufacturing date has been added to the record.

Event description:
It was reported that the bur was jumping in the attachment during use, while cleaning at the user facility.  No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning at the user facility, there was no patient involvement and no delay to a surgical procedure.